Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During lead revision, insulation anomaly was noted. The lead was explanted and replaced. The patient was in good condition prior, during, and post operation.

Manufacturer narrative:
(B)(4).

Event description:
New information on 07/15/2016 stated that the lead also exhibited lowering impedance over lifetime.